Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text : device not returned.

Event description:
Country of complaint: france. It was reported that the thread was broken several times (3) when one tried to realized a corneal point at the end of the intervention of a catarat surgery.

Manufacturer narrative:
Samples received: 12 unopened pouches. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical warehouse. We have received 12 closed samples. We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 0.036 kgf in average and 0.030 kgf in minimum (ep requirements: 0.010 kgf in average). We have also tested the linear pull tensile strength of the closed samples received and the results fulfill the requirements of the united states pharmacopoeia (usp): 0.046 kgf in average and 0.041 kgf in minimum (usp requirements: 0.010 kgf in average). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Linear tensile strength results conducted on samples before releasing the product were 0.048 kgf in average and fulfilled usp requirements of 0.019 kgf in average. Please note that in the instructions for use of the product it is written that when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.